Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Verification of the event details via system logs cannot be performed at this time because there is insufficient product information. A review of the system log for system (B)(4). On the reported event date (B)(6) 2022 was performed; however, the instrument (pn (B)(4)/ lot# k10211102) was not confirmed to have been used. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there were sparks visible around the maryland bipolar forceps instrument wrist during coagulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: no arcing was observed. The surgeon was cauterizing with bipolar energy when the issue occurred. A monopolar cord was not connected to the bipolar instrument. The site was using an erbe vio with settings cut 4, coag 4. The instrument was in use for one hour before the reported event. A harmonic ace and tip-up fenestrated grasper were also in use. They were unsure if the instrument tips collided with any other tool or instrument. The instrument tips were in contact with tissue when the sparks occurred. It is unknown if the instrument was touching any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue. The instrument was removed prior to the reported event and the wrist was straightened. The surgeon believes the issue was caused by damage to the wrist¿s insulating material. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the event. The instrument is available for return to isi for evaluation. No image or video was available for isi review. Due to its privacy policy, the hospital doesn't provide patient demographics nor any relevant tests and patient history.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have charring and localized melting at the grip base between the grips at bipolar yaw pulley. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damage of the conductor wire¿s insulation and the distal end. The internal wires were not exposed. Electrical continuity was performed and passed. No thermal damage was observed near the insulation damage. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.175¿ - 0.255¿ in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.